Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts bent back distally on the proximal end of the stent. The bumper tip of the device showed no signs of damage. There was blood on the proximal end of the balloon. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 24 x 2.25mm promus premier stent was advanced using a non bsc guide extension catheter but the device was unable to cross the lesion. During withdrawal, the device came in contact with the tip of the guide extension catheter and it was noted that the stent was lifted. The procedure was completed using a 2.25x16mm promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 24 x 2.25mm promus premier stent was advanced using a non bsc guide extension catheter but the device was unable to cross the lesion. During withdrawal, the device came in contact with the tip of the guide extension catheter and it was noted that the stent was lifted. The procedure was completed using a 2.25x16mm promus premier stent. No patient complications were reported and the patient's status was good.